Event description:
Primary registered nurse (rn) noted that patient remained hypotensive, despite norepinephrine infusion. Primary rn also noted that after x4 hours, volume in intravenous (IV) bag remains unchanged. IV pump reflected incorrect volume to be infused. This rn was notified, and pump was removed from service.